Event description:
A distributor reported that the up arrow, down arrow, and ok keypad buttons are unresponsive. There is no further information available at this time.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Evaluation revealed that the bolus button cover is torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.